Manufacturer narrative:
A complete lead was returned in one piece measuring 52.3 cm. Electrical tests found an internal short between the inner and outer coil. Clavicle crush damage noted at 20.1 cm to 20.8 cm from connector pin breaching the outer and inner insulation exposing the inner and outer coils. The cause of the reported events was isolated to exposure of the inner and outer coil due to clavicle crush damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation of the device, low impedance, intermittent undersensing, and insulation breach was noted on the right atrial lead. No threshold was performed as patient was in atrial flutter. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.